Manufacturer narrative:
Our field service engineer found that the nozzle unit feather spring was broken and replaced the nozzle unit. A visual inspection of the returned nozzle unit showed that a large part of the nozzles feather spring metallic center plate was missing. The reported issue with a failing internal leakage test during pre-use check could be confirmed when the nozzle unit was investigated in a reference ventilator. The nozzle unit is part of the gas module and consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check. During ventilation the ventilator may deliver a higher pressure than set, but the alarm for high-pressure will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and shall be replaced at preventive maintenance every 5000 hours of operation or at least once a year. According to received information the reported nozzle unit has not been replaced since the device was installed in (B)(6) 2014.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test, displaying "system volume too small" message during pre-use check. The patient involvement is unknown. Manufacturer ref. #: (B)(4).